Manufacturer narrative:
The device was not returned to olympus medical systems corp. (Omsc), but returned to olympus repair center for evaluation. Olympus repair center could not confirm the reported phenomenon. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined. Omsc surmised that this phenomenon attributed to a temporary malfunction of the inner circuit board. If significant additional information is received, this report will be supplemented.

Event description:
During the preparation for use, the user found that error b40 (the video system center malfunction) was displayed. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.